Event description:
The customer reported indistinct color change at the edges of the cartridge. It was also reported that end-tidal c02 levels would rise during the procedure without the sodalime changing color. No pt injury was reported.